Manufacturer narrative:
(B)(4). A manufacturing evaluation was completed: plate is cut on one side and has therefore only five holes instead of six, most likely was this made for length adaptation during implantation. The plate is broken at the middle hole of the five remaining holes. The plate found broken post-operative, underlying bone had healed. The measurable dimensions of the matrixmidface adaption plate were as far as possible checked and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificates and the manufacturing papers was not possible since we are not aware of the concerned lot numbers. Typical the material of this plate is in compliance with the international standards (implants for surgery ¿ unalloyed titanium). The microscopic view of the broken surface is homogenous and does not show any anomalies. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, for example a delayed union, did lead to a fatigue failure of the plate. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzl. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke on the patient post operation causing infection, need for removal operation. Surgery time was not extended. Diagnosis - fracture left zygomatico facial complex following fall, treatment - elevation left zmc with fixation at left z-f suture 0.5mm 5 hole with 4 screws - this is the plate that fractured, left infra orbital rim 0.5mm with 5 screws - still in-situ, presented with repeat infections at incision site, at op plate was fractured through the middle (of 5) hole where there was no screw as this was over the previous fracture site, underlying bone had healed. This report is 1 of 2 for (B)(4).